Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the high impedance was unknown. No actions/interventions taken. On the following day, the impedances were all between range. The high impedances were resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. G2: the country of the event is pt. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they discussed a surgery in which impedance measurement issues were encountered. The rep explained that during an implant procedure in a patient who had previously undergone a wens (wireless external neurostimulator) trial, two impedance values were high and could not be resolved intraoperatively. After multiple attempts to correct the issue, the surgeon decided to proceed and leave the two high impedances. However, after the surgery, when impedances were rechecked, all impedance measurements from the lead were found to be high. Possibilities for this situation were discussed. Technical services advised on next steps.